Event description:
It was reported that during a supply change the ilet screen was unresponsive when the user attempted the press-and-hold action to observe drops, and the issue resolved after the device was restarted through the mobile app and rewound. Symptoms included no reported adverse clinical effects and no reported change in blood glucose. Outcomes included successful restoration of device functionality without alarms or alerts. Investigation included customer service troubleshooting and user-guided restart and rewind procedures. Investigation of this case revealed that the device functioned as intended after a restart and rewind, consistent with transient user interface nonresponsiveness that resolved with standard recovery steps. It was concluded, based on previously established findings for similar reports, that the cause was user interface recovery following restart with no device malfunction confirmed.